Event description:
It was reported to philips that the system's flexvision computer was unable to bootup, which can impact full system bootup. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.